Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Noise and oversensing were noted on the ra lead which resulted in inappropriate atrial tachy response (atr) episodes. The ra lead daily measurements and sensing were programmed off, and the crt-d was reprogrammed vvi. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the ra lead was surgically abandoned and replaced and the crt-d was explanted and replaced. No additional adverse patient effects were reported.